Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received stuck button alarm for four times. The customer's blood glucose level was 111 mg/dl. The customer was assisted in troubleshooting. The customer stated that he was unsure if he pressed a button down for 3 minutes or longer. The customer was advised to revert to back up plan and put the insulin pump into storage mode. The insulin pump will be returned for analysis.